Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the surgeon was suturing the incision just below the diaphragm when the needle that was attached to the suture, broke off. The surgeon was unable to retrieve the needle out of the patient so the surgeon had to bring in live x-ray to locate the needle. The needle was located and the needle was extracted and intact. As a result, the patient had to have a longer incision requiring more sutures. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much was the incision extended by? Was additional dissection required in other organs/tissues other than the target tissue in order to retrieve the needle? Was the procedure converted from a laparoscopic procedure to an open procedure? Was there any change in the patient¿s post-operative care due to the process of retrieving the needle and the extended incision? Did the patient experience any adverse patient consequences due to the needle having to be retrieved and the extended incision? Current condition of the patient? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.